Event description:
It was reported that during service and repair pre-testing, it was discovered that the attachment device had high temperature. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service, however, did not meet manufacturing specifications during pre-repair assessment. During pre-repair assessment the device was found to have excessive heat. (B)(4) evaluated the device. The reported condition was confirmed. The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.